Manufacturer narrative:
(B)(4).

Event description:
Low impedances were reported. Impedance on the 0-1 combination was 31 ohms. Impedance for the therapy measured 1,094 ohms. The battery voltage was 2.64 volts. Add'l info has been requested but was not available as of the date of this report.